Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 alarm and displacement test due to unresponsive button. No button error alarm during testing. No unexpected number scrolling during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and keypad was not responding. Customer was not able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.